Event description:
It was reported that this system exhibited pacing impedance measurements greater than 2000 ohms on the atrial channel. A revision procedure was performed and the atrial lead was removed from service and replaced. The associated device remains in service. The root cause of the reported clinical observations was not identified. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this system exhibited pacing impedance measurements greater than 2000 ohms on the atrial channel. A revision procedure was performed and the atrial lead was removed from service and replaced. The associated device remains in service. Normal lead impedance measurements were observed with the replacement lead and chronic device. No additional adverse patient effects were reported. Additional information was received that the lead also exhibited oversensing in unipolar configuration and the patient experienced shortness of breath (sob) and fatigue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 208 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of out of range impedance measurements were due to the fracture.

Event description:
It was reported that this system exhibited pacing impedance measurements greater than 2000 ohms on the atrial channel. A revision procedure was performed and the atrial lead was removed from service and replaced. The associated device remains in service. Normal lead impedance measurements were observed with the replacement lead and chronic device. No additional adverse patient effects were reported. Additional information was received that the lead also exhibited oversensing in unipolar configuration and the patient experienced shortness of breath (sob) and fatigue.